Event description:
It was originally reported that the pt had a return of symptoms in july 2008 when her device was on. The "accidents" were occurring more often as time went on. It was later reported that the pt had a loss of therapeutic effect but could still feel stimulation. Additionally, it was reported the pt had purchased a "jitterbug" phone. Further info is being requested from the hcp.